Event description:
It was reported that allergic reaction and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed using both transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging. Right femoral venous access was obtained, and transseptal puncture (tsp) was performed using the versacross connect (vcc) transseptal access system and a watchman fxd double curve access system (was) under ice guidance. Tsp was uncomplicated, and the left atrium (la) was accessed without difficulty. Shortly after tsp, the anesthesiologist reported a sudden drop in blood pressure, and it was noted that the patient's ejection fraction (ef) appeared significantly reduced compared to baseline. The implanting physician performed an immediate evaluation for pericardial effusion and air embolism, both of which were ruled out. The procedure continued and a 31mm watchman flx pro closure device was advanced, deployed, and implanted without complication. The procedure was concluded. The patient remained intubated and was transferred to the intensive care unit (ICU) for further monitoring. Following the procedure, the anesthesiologist expressed concern for a possible anaphylactic reaction and reported that the patient was currently doing well and is expected to recover. The patient remains hospitalized.